Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, an external blood leak was observed on a polyflux. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: h2 and h10. H10: the reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photo shows the product after treatment. Blood on the outside of the header area was visible. Since the product is shown after use, it cannot be clearly determined where the blood originates. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.